Event description:
It was reported the patient had a stimulation trial. She had pain in two locations in her body; both her neck and lower back. It was not possible to implant one of the leads. The stimulation was on the left but her pain was in the right. The patient stated that to feel stimulation on the right side of her body she had to increase the amplitude until the stimulation was uncomfortable. She experienced leg cramps when the stimulation was set high. It took an hour to get the stimulation trial lead implanted. "They" had to go through bone, resulting in scar tissue. The trial was unsuccessful. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead. (B)(4).